Event description:
It was reported that the patient experienced a cerebral vascular accident. A versacross connect laac access solution was selected for use during a left atrial appendage closure. During the procedure the patient was under general anesthesia. Pre transseptal crossing the physician gave 7000 of heparin. Act was done 10 mins later and the act was 188. Additional heparin was then given to achieve a therapeutic range and the act was still non-therapeutic. Additional heparin was administered again. The act was non-therapeutic again so the physician asked to get another istat machine. No issues reported during transseptal puncture. The watchman device was deployed and the case was successfully completed. A new istat machine was brought up to the room and an act was drawn which showed therapeutic range above 500. Protamine was given. Upon trying to discharge the patient in the next day clinicians, it was noted signs of stoke and the patient was hospitalized for six days then discharged. Upon the follow up visit the patient complained of blurry vision. No versacross device issues were reported. No thrombus was observed during the procedure. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.